Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.0/+3.0/1 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as "other" and noted the device did fail to perform as intended; "fail in the measure of predictable vault".

Manufacturer narrative:
(B)(4).